Event description:
Boston scientific crm received information that the patient implanted with this device was hospitalized for a 1:1 rhythm where they received a shock. There was some noise noted on the shock channel which can be recreated by pushing hands together. During this exercise, impedance measurements remained stable. The local area representative also noted that in (B)(6) 2010 there were some days where the right atrial impedance measurement increased to 1300 ohms. Since then all impedance measurements have approximately 500 ohms and stable.

Manufacturer narrative:
The device was reprogrammed and the patient's medications were modified. As of today the device remains in service. No adverse patient effects reported.